Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was found to have recorded episodes of shock therapy. During device interrogation, the health care professional (hcp) observed that code 1005 had been recorded by the device. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that there were stored episode. Upon review, ts noted that the patient appeared to be in an atrial driven rhythm and the ICD had inappropriately delivered five bursts of anti-tachycardia pacing (atp) and six shocks to convert the rhythm. Therapy was exhausted. Ts also noted that on the last shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was found to have recorded episodes of shock therapy. During device interrogation, the health care professional (hcp) observed that code 1005 had been recorded by the device. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that there were stored episode. Upon review, ts noted that the patient appeared to be in an atrial driven rhythm and the ICD had inappropriately delivered five bursts of anti-tachycardia pacing (atp) and six shocks to convert the rhythm. Therapy was exhausted. Ts also noted that on the last shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.